Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042572) on 13-jul-2015. The most recent information was received on 27-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration/essure coil that was protruding through the uterine serosa') and device breakage ('essure micro-insert fragmented') in an adult female patient who had essure (batch no. 786126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash pruritic ("rash on my face the constantly itches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure implants). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and device breakage outcome was unknown and the rash pruritic, abdominal distension and weight increased had not resolved. The reporter provided no causality assessment for abdominal distension, rash pruritic and weight increased with essure. The reporter considered device breakage and uterine perforation to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2010 reported from mr removal details : malposition right essure implant , possible fragmentation of the right essure implant, there was approximately a 1.5 to 2 centimeter length of the tube essure oil was posturing through the uterine serosa. There was still a remnant with the fallopian tube itself that was removed with the right salpingectomy. The entire right implant was successfully removed (portion external to the uterine serosa and the portion remaining within the right tube. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical records received, new reporter, patient details, lot number .event perforation nos updated to uterine perforation,new event essure micro-insert fragmented,rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042572) on 13-jul-2015. The most recent information was received on 17-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration/essure coil that was protruding through the uterine serosa') and device breakage ('essure micro-insert fragmented') in an adult female patient who had essure (batch no. 786126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash pruritic ("rash on my face the constantly itches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure implants). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and device breakage outcome was unknown and the rash pruritic, abdominal distension and weight increased had not resolved. The reporter provided no causality assessment for abdominal distension, rash pruritic and weight increased with essure. The reporter considered device breakage and uterine perforation to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2010 reporte from mr removal details : malposition right essure implant , possible fragmentation of the right essure implant, there was approximately a 1.5 to 2 centimeter length of the tube essure oil was posturing through the uterine serosa. There was still a remnant with the fallopian tube itself that was removed with the right salpingectomy. The entire right implant was successfully removed (portion external to the uterine serosa and the portion remaining within the right tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation / migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced rash pruritic ("rash on my face the constantly itches") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2015. At the time of the report, the perforation outcome was unknown and the rash pruritic, abdominal distension and weight increased had not resolved. The reporter provided no causality assessment for abdominal distension, rash pruritic and weight increased with essure. The reporter considered perforation to be related to essure. The reporter commented: discrepancy noted for essure insertion date (B)(6) 2010. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: case become incident, newly added events- perforation, essure insertion were updated, removal date was added, product indication was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.